Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g it was discovered that the expiration date is missing from the packaging. The following information was provided by the initial reporter: consumer reported found a pack of 10 syringes sealed without an expiration date on the bag.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g it was discovered that the expiration date is missing from the packaging. The following information was provided by the initial reporter: consumer reported found a pack of 10 syringes sealed without an expiration date on the bag.